Event description:
The patient went into retention after the first volume adjustment. 0.5cc were removed and the patient was still in retention. Presumably, additional volume was removed to resolve the retention, but uromedica was not explicitly informed of this. The patient was later hospitalized for sepsis, it is unclear if this is related to uromedica's device or procedure. The patient was leaking at the next office visit. It is not currently clear in what order sepsis and the latest office visit occurred.